Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.3., b.5., d.6., g.1., g.3.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "according to the physician¿s opinion and the results of an ultrasound exam, the device shows uneven contours, accommodation folds, relevant reduction of compressibility which could indicate capsular contracture, swelling and small cysts". The device remains implanted.